Event description:
As a surgeon was putting an abc probe through the trocar, the black probe portion snapped into two pieces. The abc probe and pieces removed from surgical field. Another abc probe was utilized, and the surgical procedure was completed without further incidence.